Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant that the right atrial (ra) lead dislodged and this was confirmed by a chest x-ray. The lead remains in place and will be revised in the future. No patient complications have been reported as a result of this event.